Event description:
Related manufacturer reference number: 2017865-2022-04400. It was reported that during implant loss of capture and high capture thresholds were noted on the right ventricular (rv) lead and the left ventricular (lv) lead. The physician elected to remove the rv lead and the lv lead, replace the rv lead, and complete the procedure without a replacement lv lead. The patient condition was stable.

Manufacturer narrative:
The reported events of loss of capture and high threshold were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead.